Manufacturer narrative:
Lead was received for evaluation. Explant date is currently unknown upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including visual, mechanical and electrical inspections. Solia s 53 the lead was found cut 10 cm distal to the is-1 connector pin into two fragments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation and conductor coil were found squeezed and damaged 31 and 39 cm proximal to the lead tip, which is assumed to be the root cause of the clinical observations. The damage most likely resulted from a tight suture sleeve in combination with stress in the implanted state. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure. Solia s 60 the lead was found cut 10 cm distal to the is-1 connector pin into two fragments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found damaged due to wear in the distal end region of the distal fragment, which is assumed to be the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Additionally, the fixation helix was found stretched, the deformation probably occurred during the extraction procedure due to tensile stress. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the impedance on this right ventricular lead dropped significantly approx. 99 months after the implantation. The same was observed on the atrial lead. During the check it was found that both leads polarities had been changed to unipolar. Patients device was re-programmed to bipolar sensing but left in unipolar pacing. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 recorded the initially stable pacing impedance around 500 ohms with a decrease to approximately 300 ohms at the end of the recording period. At the same time the pacing threshold trend curve demonstrated a decrease from around 2 v down to 1 v. The analysis of the provided iegm episodes revealed artifacts on the atrial and ventricular channel. The parameter settings on (B)(6) 2023 showed the pacing and sensing polarity of both leads to be in unipolar mode. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.